Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr) is due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mixed regurgitation (mr) with an mr grade of 3-4. One clip was implanted successfully reducing mr to 1-2. On (B)(6) 2018, prior to discharging the patient; echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and mr increased to 3-4. A second mitraclip procedure was performed that same day to stabilize the slda clip, two clips were implanted reducing mr to 1. The patient is stable. No additional information was provided.